Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise over-sensing resulting in inappropriate automatic mode switch episodes, high capture threshold and reduced sensing. No intervention has been performed. The condition of the patient was unknown.

Event description:
Additional information received indicated that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited intermittent under-sensing. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.